Manufacturer narrative:
Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable.

Event description:
A philips representative received word from the physician on (B)(6) 2020 that on (B)(6) 2020 a lead extraction procedure commenced to remove two leads: a left ventricular (lv) and right ventricular (rv) lead, extraction indication unknown. Spectranetics lead locking devices (lld's) were inserted in each of the leads to act as traction platforms to aid in extraction. The physician began by using a spectranetics 13f tightrail sub-c rotating dilator sheath initially, then used a 13f long tightrail device to continue down into the heart to aid in extraction. The lv lead was removed without difficulty. During removal of the rv lead, and while using the 13f long tightrail device and countertraction upon arriving at the tip of the rv lead, the patient's blood pressure began to slowly drop. Rescue interventions began and a pericardiocentesis was performed. Hemostasis was achieved without further intervention needed. The patient survived the procedure and was hospitalized but has since been discharged per operative plan. The physician believes the tip of the rv lead was extra cardiac prior to the extraction and was the reason for the resulting injury. There was no alleged malfunction of any spectranetics devices in use during the procedure.